Event description:
A (B)(6) male with history of heart failure and atrial fibrillation admitted for a electrophysiologic; ablation. During the procedure, a 7.5 f thermocool smarttouch bi-directional navigation catheter was being utilized and the temperature sensor failed to read the pt's temperature. The carto 3 system interface cable was changed out for a new one but the equipment continued to fail to read the pt's temperature. A new 7.5 f thermocool smarttouch bi-directional navigation catheter used. No further issues identified. There was no pt harm.